Event description:
It was reported that a malfunction occurred on the customer's pump, and the malfunction code "malf 12" reappeared after an attempted reset. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer attempted to reset the pump but experienced recurring issues and was informed by technical support that a replacement pump would be sent. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.